Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the late stage of the procedure, the knife blade did not retract and it was difficult or impossible to open. The jaws partially opened. The device was cleaned after every 10-15 activation. The knife blade was still inside the jaw and did not protrude beyond the edge of the jaws and the surgeon did not use any new instrument and finished the case by normal diathermy and bipolar. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the test media cleanly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.